Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between hdf therapy utilizing an fx coral 600 dialyzer, and the serious adverse events of a suspected allergic/hypersensitivity reaction, characterized by hypotension and unconfirmed thoracic pain, which required the interruption of treatment, a normal saline bolus, and transition to an alternative dialyzer. The definitive cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, since the patient transitioned to a nipro sureflux (sf-l21 gj) dialyzer, there has been no return of symptoms. During hd/hdf therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the fx coral 600 dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect was reported, the serious adverse events did occur while the patient was undergoing hdf therapy utilizing the fx coral 600 dialyzer. Furthermore, given the patient¿s symptoms were indicative of an allergic/hypersensitivity reaction, the patient¿s favorable response to an alternative dialyzer, and no sample of the suspect product for manufacturer evaluation, this clinical investigation cannot disassociate the fx coral 600 dialyzer from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported that this patient with renal failure (rf) on hemodialysis and filtration (hdf) for renal replacement therapy (rrt) experienced a suspected allergic/hypersensitivity reaction (thoracic pain) while utilizing an fx coral 600 dialyzer on (B)(6) 2024. The additional documentation provided indicates the patient underwent a center-based hdf treatment on (B)(6) 2024. Approximately 10 minutes into treatment the patient experienced symptomatic hypotension (specifics not provided), thoracic pain (not mentioned in supporting documentation), and the hdf treatment was interrupted (blood not returned, estimated blood loss unknown). Although it is unclear how long the treatment was interrupted, the patient was provided a normal saline bolus (volume not provided) with good effect (recovered). The patient was successfully transitioned to a nipro sureflux (sf-l21 gj) dialyzer on (B)(6) 2024, and did not experience a return of symptoms.

Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. The cause for the failure reported cannot be confirmed based on the current available information. It is possible that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation (DHR): products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The rinsing and sterilization parameters have been checked and no deviations from the specification were found.

Event description:
It was reported that this patient with renal failure (rf) on hemodialysis and filtration (hdf) for renal replacement therapy (rrt) experienced a suspected allergic/hypersensitivity reaction (thoracic pain) while utilizing an fx coral 600 dialyzer on (B)(6) 2024. The additional documentation provided indicates the patient underwent a center-based hdf treatment on (B)(6) 2024. Approximately 10 minutes into treatment the patient experienced symptomatic hypotension (specifics not provided), thoracic pain (not mentioned in supporting documentation), and the hdf treatment was interrupted (blood not returned, estimated blood loss unknown). Although it is unclear how long the treatment was interrupted, the patient was provided a normal saline bolus (volume not provided) with good effect (recovered). The patient was successfully transitioned to a nipro sureflux (sf-l21 gj) dialyzer on (B)(6) 2024, and did not experience a return of symptoms.